Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing. The pace/sense portion of the lead was capped. A new pace/sense lead was added.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.